Event description:
It was reported that the experienced an elevated blood glucose (bg) level on (B)(6) 2026 and on (B)(6) 2026 went to the emergency room (ER) with a (bg) level of 500 mg/dl and high ketones, which were identified as dangerous by a healthcare professional. Customer gave a manual injection to address bg. Cause of elevated bg was unknown. In the emergency room customer gave a manual injection to address bg. In the hospital the customer was treated with intravenous fluids of saline to address the elevated bg. System check with tandem technical support confirmed the pump was functioning as intended. Multiple follow up attempts were made to obtain additional information; however, a response was not received.